Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient who was receiving dilaudid via intrathecal drug delivery pump. The indications for use of the pump were non-malignant pain and failed back surgery syndrome. It was reported that the hcp was only able to get a few drops from the pump during the patient's most recent refill. The actual residual volume was less than the expected residual volume. The event of only being able to get a few drops from the pump was not attributed to the pump, catheter, or clinician programmer. The cause was that the patient was unable to come in before the alarm date. There were no patient signs, symptoms, or injuries associated with the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.